Event description:
Externalized conductors were noted. No electrical issues observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped and replaced.